Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event: run data file analysis did not show a conclusive root cause for this failure. It is possible, though not conclusive, the platelet and or plasma channel line clamps may have opened or shifted shortly after pas was connected. It is also possible, though not conclusive: pas wasn't connected properly. The pas line filter wasn't primed adequately. The pas bag frangible was not broken correctly or reseated after pas flow was verified by the reservoir. The yellow clamp on the pas line was not opened fully or the line became kinked after pas flow was verified by the reservoir. If pas cannot flow as expected, the pumps may pull any remaining contamination above the channel line clamps into the bags. Investigation is in process, a followup report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event: run data file analysis did not show a conclusive root cause for this failure. It is possible, though not conclusive, the platelet and/or plasma channel line clamps may have opened or shifted shortly after pas was connected. It is also possible, though not conclusive: pas wasn¿t connected properly. The pas line filter wasn¿t primed adequately. The pas bag frangible was not broken correctly or reseated after pas flow was verified by the reservoir. The yellow clamp on the pas line was not opened fully or the line became kinked after pas flow was verified by the reservoir. If pas cannot flow as expected, the pumps may pull any remaining contamination above the channel line clamps into the bags. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. The customer submitted a photograph showing the platelet collect bags. The photograph confirms the reported rbc spillover as the product within the platelet bag is a pink/red color. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for this failure. It is possible, though not conclusive, that the platelet and/or plasma channel line clamps may have opened or shifted shortly after pas was connected. It is also possible, though not conclusive: *pas wasn¿t connected properly *the pas line filter wasn¿t primed adequately *the pas bag frangible was not broken correctly or reseated after pas flow was verified by the reservoir *the yellow clamp on the pas line was not opened fully or the line became kinked after pas flow was verified by the reservoir if pas cannot flow as expected, the pumps may pull any remaining contamination above the channel line clamps into the bags.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.